Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection it was noted when a scope is connected to the unit, the scope detection slide of the scope socket does not engage. It was also noted minor defects on the housing, and the customer's complaint regarding the high intensity mode issue was confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during preparation for use of their visera 4k uhd xenon light source they found the high intensity mode not working. Upon inspection and testing of the customer returned device, it was observed the scope detection does not work due to a faulty scope socket. This report is being submitted for the malfunction found during evaluation. There were no reports of death, harm, or patient injuries related to this event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 3 february 2022. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty scope socket could not be identified. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.